Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (BG) level was "High", although a specific value was not given. The customer administered a manual injection to address their BG. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 3.5.1 / iOS_16.4.1.